Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with a polyflux 170h set, the patient experienced nausea and emesis. The patient was treated with intravenous dexamethasone sodium phosphate (5mg) and oxygen therapy. The symptoms were mitigated within the 10 minutes. No additional information is available.